Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with a flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent. No damage noted on electronic assemblies. Swapped pcba 2 with test pcba2 and unit powered up properly after battery installation, suspected pcba 2. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to flashing medtronic logo. Unable to download pump's history and trace files using thump due to flashing medtronic logo. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay and cracked case-corner of belt clip rails. Flashing medtronic logo confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.